Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: screen blacks out frequently. Probable root cause: receptacle board leaf spring poor contact to contact ring, esst voltage malfunction, esd shock to contact ring, poor alignment of cable in jaw, assembly/grounding, light engine malfunction, main board malfunction, receptacle board malfunction, front board malfunction, damaged/missing esst spring, communication with ccu, overheating, power supply malfunction, software malfunction, hf/rf interference: device settings: uc1 on main board, uc2 on main board, uc3 on main board, receptacle board, ccu usb ports, hub port, service port, device controls, uc1 programming port, uc2 programming port, uc3 programming port, receptacble board prog. Port, light engine, debug device functionality, physical location of l12, l12 firmware operating system. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.